Event description:
"The manufacturer received information alleging a ""service required"" error code occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete."